Event description:
The pt reported the following a low battery warning, the pump was found to be hot to the touch.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs. The complaint that the pump exhibited heat could not be verified or duplicated.